Event description:
The account alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters and now the bed does not want to stay in steer. No further information is available on the repair of the bed at this time.